Event description:
After the MFR of the freestyle liber changed the adhesive used in their 14-day glucose sensors, severe itching and burning reaction was experienced. Their 10-day sensors never caused this reactions. The customer rep said their new glue or adhesive is causing the skin reactions, but she said she could only offer to exchange the product with the same type of sensor. Severe skin rash. FDA safety report ID# (B)(4).